Manufacturer narrative:
An investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is based on customer report of "8/2024". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 2.11.2.8275. The customer reported that their app failed to alarm with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer experienced a loss of consciousness and was unable to self-treat, requiring lucazade and biscuits from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for not getting the alarms. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 2.11.2.8275. The customer reported that their app failed to alarm with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer experienced a loss of consciousness and was unable to self-treat, requiring lucazade and biscuits from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.